Event description:
A female died in bed as a result of a fire that occurred in her home. The source of the fire has not been identified.

Manufacturer narrative:
A woman died as a result of a fire that occurred in her bedroom. She was found in her bed. The sample was not returned for eval. The serial number was not provided. The age of bed is approximated to be 5-6 yrs. The woman had dementia, was a previous smoker and lived alone. An official report from the fire marshal has not been released. Info from the local police and fire departments indicated that the woman was found with severe burns to the upper half of her body. The fire fighter on duty indicated the fire seemed to originate at the head of the bed. The motors/electronics for the bed are located at the foot section. We have received no info to suggest the bed caused or contributed to the fire. However, due to the nature of the incident, and in an abundance of caution, this medwatch is being filed.